Event description:
An internal review of data identified that the mobile programmer application froze/crashed when the hardware had low memory. No patient complications have been reported as a result of this event. Application version:3.13.3 host tablet os version:16.5.1

Manufacturer narrative:
An internal review of data identified that the mobile programmer application froze/crashed when the hardware had low memory. No patient complications have been reported as a result of this event. Application version:3.13.3 host tablet os version:16.5.1